Event description:
It was reported that the patient, who is enrolled in the combo clinical study, experienced a tia, transient ischemic attack, one day post op. No medical intervention was reported, the patient was hospitalized and discharged three days later. The event was assessed as having a probable relationship to procedure and is not related to device. The event is considered to be recovered and resolved. Additional information was received that the patient was seen in the ER, emergency room due to the severe tia. She also experienced difficulty with speech, and weakness. She was prescribed eliquis. An echocardiogram was performed and the results were normal. A cta, computed tomography angiography, of the head was taken and the results were unremarkable.

Event description:
It was reported that the patient, who is enrolled in the (B)(6) clinical study, experienced a tia, transient ischemic attack, one day post op. No medical intervention was reported, the patient was hospitalized and discharged three days later. The event was assessed as having a probable relationship to procedure and is not related to device. The event is considered to be recovered and resolved.